Manufacturer narrative:
Investigation summary: a device history review was conducted for lot numbers 8115892 & 7209987. Our records show that this is the only instance of this issue occurring in either production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. The sample was visually inspected by our quality engineers. They were able to identify a small wound in the tubing of the device near the bonded area. Based on the location and characteristics of the wound, they were able to determine that the most likely cause is repeated application of stress to the device during use. This condition can be a customer related issue or an overstress handling in the bonding area of device.

Event description:
It was reported that catheter leaked at the hub connection with a bd nexiva¿ 24 ga x 0.75in sp with maxzero. The following information was provided by the initial reporter: material no.: 383551. Batch no.: unknown (possibly 8115892, 7209987) (2 of 2). It was reported the catheter leaked at the tubing/hub connection. Verbatim: I have a 10 year old pediatric patient with severe cp, very active and requiring pivs for antibiotics. On two occasions, when a 24g (long) nexiva catheter has been inserted and infusing into the forearms, the catheters have leaked at the tubing/hub connection. These IV catheters were placed in two different areas, so each would have a different lot#. Not had any other occurrences, so wondering if the child has bitten through it? The broken nexiva I have, I inserted on tuesday, march 19 around 1400 and was called to assess wednesday, march 20 first thing in the morning. It was less than 24 hours old and was still securely insitu and blood return. My insertion was in the right mid forearm. The previous one that leaked was in the left forearm. I am unsure of the lot numbers - the two lot # I have in my cart at present are 8115892 and 7209987 but it does not necessarily mean it is one of these, as I pick up catheters along the way.

Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that catheter leaked at the hub connection with a bd nexiva¿ 24 ga x 0.75in sp with maxzero. The following information was provided by the initial reporter: material no.: 383551, batch no.: unknown (possibly 8115892, 7209987). (2 of 2). It was reported the catheter leaked at the tubing/hub connection. Verbatim: I have a (B)(6) paediatric patient with severe cp, very active and requiring pivs for antibiotics. On two occasions, when a 24g (long) nexiva catheter has been inserted and infusing into the forearms, the catheters have leaked at the tubing/hub connection. These IV catheters were placed in two different areas, so each would have a different lot#. Not had any other occurrences, so wondering if the child has bitten through it? The broken nexiva I have, I inserted on tuesday, march 19 around 1400 and was called to assess wednesday, march 20, first thing in the morning. It was less than 24 hours old and was still securely insitu and blood return. My insertion was in the right mid forearm. The previous one that leaked was in the left forearm. I am unsure of the lot numbers - the two lot # I have in my cart at present are 8115892 and 7209987 but it does not necessarily mean it is one of these, as I pick up catheters along the way.